Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman fxd curve access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. Two full recaptures of the 20mm closure device were performed. The 20mm closure device was removed from the patient due to being undersized, and a 24mm closure device was then used. After advancement of the was and prior to the deployment of the second closure device, a pericardial effusion was identified in the posterior transverse sinus area. The patient then experienced a drop in blood pressure, which was treated with anesthesia. A minor cardiac tamponade was noted. A pericardiocentesis was performed to drain the pericardial effusion and 110cc was aspirated from the pericardium. The patient was admitted to the intensive care unit and was discharged home without any further complications two days post procedure.